Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ coil/core guidewire. The sample was received in its plastic hoop. No obvious use residues were observed. Multiple bends and kinks were observed near the distal end. Both wires were intact. Microscopic inspection of the sample confirmed multiple bends, kinks and coil misalignments throughout the distal region of the wire. The guidewire damage was consistent with wire manipulation or attempted advancement against resistance. It could not be determined when/how such manipulation occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of reft3400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was allegedly found to be bent upon opening the package. There was no reported patient injury. 10/10/2022 - the guidewire of the returned sample exhibited bends and kinks.